Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that the lifevest was irritating the patient's psoriasis the patient also indicated that she was allergic to nickel. The irritation was red and bleeding. The patient's physician prescribed triamcinolone acetonide. Follow up indicated that the irritation began to improve. The final medical outcome is unknown.